Manufacturer narrative:
The investigation of low pump flow and pump stop has been completed. The device was returned to the lab and there were no kinks in the cannula seen, biomaterial or damages to the impeller blades. In the lab run the motor current was approximately 350 ma at p-2 which is the expected range for the motor current for that pump. There was slight saturation of flows towards the beginning but that shortly resolved. The field data logs show that there is variability in motor current and flows at the beginning. When the pump is started again, motor current is still very low and begins to trend down reaching as low as 50ma with at p-2 with no change in p-level. Flows are almost 0. About 20 seconds after it reaches 50ma the motor current spikes to 32767 and continues to have those spikes for 4 minutes with (no changes in the p-level). It was changed to p-1 and then a high motor current pump stop occurred and then the pump was disconnected approximately 9 seconds later. There was no problem found with the pump. H5 selection was erroneously entered on the initial manufacturer device report number 1220648-2025-26580.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella IFU: impella cp with smartassist for use during cardiogenic shock and high risk cpi section: using the automated impella controller with the impella catheter. ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: warnings, cautions, and precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The device was unable to go above p2 without triggering continuous suction alarms. The device was repositioned, volume was provided, and an implanted impella rp flex device was also adjusted, but the issue persisted. The pump was ultimately removed as a result of the low pump flow. Upon an initial data evaluation, it was recognized that the pump had also experienced a pump stop. No patient harm was reported.